Manufacturer narrative:
On (B)(6) 2020 the lead was scheduled to be explanted. Before the procedure the device check showed high impedances above 3000 ohms. Using a lazer sheath, they tried to remove this lead but due to adhesive material, the lead was broken off between the lead body and rv coil. The distal portion of the rv coil could not be removed even using a snare catheter.

Manufacturer narrative:
As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. During inspection of the provided trend date, recorded between (B)(6) 2019 and (B)(6) 2020, the rv pacing impedance was recorded at 400 ohms before it abruptly rose above 3000 ohms at the end of the recorded period. The rv shock impedance was recorded between 80 ohms and 91 ohms before it abruptly dropped to 60 ohms at the end of the recorded period. The analysis of the provided iegm episodes revealed artifacts in the rv and ff channel leading to oversensing and inappropriate ICD chargings and shocks, as indicated in the complaint. The analysis of the provided x ray images revealed the rv lead with little slack. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
23 inappropriate shock deliveries were recorded when the patient was in bed at home. The patient was hospitalized. During the device check, lead failure was observed. Although this patient (aged (B)(6) male) has an ICD due to coronary spasm over 7 years ago, no shock therapy was needed since then. Therefore the physician decided to turn the shock therapy off and will set up home monitoring system at home to monitor. So far, no plan is scheduled to exchange the device.